Event description:
It was reported that the customer was hospitalized for high blood glucose and hypertension. The customer stated that the insulin pump was not bolusing properly because the meter was not linking to the device. Troubleshooting was performed, and the programming appeared to be correct. However, the daily totals for one day showed zero units. It was mentioned that the customer had problems changing the infusion set in the insulin pump, and she was disconnected approx three weeks prior to her admission. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.